Manufacturer narrative:
Correction: section d.1, d.4, h.4, h.10, d.6a. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a flap infection following initial implant surgery. The recipient is receiving antibiotic treatment.

Manufacturer narrative:
Additional information: section a.3 & d.6b. Correction information: section a.2. Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed. The recipient was successfully activated. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.